Event description:
Hosp biomedical staff report a device that will not properly complete the power on sequence. The hosp is expressing concern and dissatisfaction with device performance. This is the third device since april that has not properly completed the power on sequence.